Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this patient presented to the emergency room due to receiving a shock and experiencing chest pain. The patient was admitted and system interrogation identified the shock was inappropriate and was the result of t-wave oversensing. The device was reprogrammed and a medication adjustment was performed at that time. Additional information was received over three years later that patient and no remote transmissions were performed during this time as the patient could not move around. X-ray results were compared to the images from the implant procedure and it appears to show migration of the device and electrode. A review of the device data identified noise and additional inappropriate shocks due to sinus tachycardia and t-wave oversensing. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The device was programmed off and the patient will continue to be monitored. No additional adverse patient effects were reported.